Event description:
Wires going to front door switch part melted. Looking at unit from the front. The wires that go to the left side of switch melted at connection point to the micro switch. Right side has some melting, but not as bad. Upon trying to remove tape from cover noticed moisture on tape. Possible water from the removal of instruments from sonic dripped down the front onto switch. I will hold switch until someone tells me who to send it to. I will only send it directly to that person.

Manufacturer narrative:
After the reported event, the steris tech was dispatched, inspected unit and found that the front door switch was shorted out. Tech replaced switch, tested unit and returned to use by the customer. Unit has subsequently been repaired in accordance with field correction on 7/6/2006.